Manufacturer narrative:
The foreign body was not returned to kci for identification therefore kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the patient's wound and required surgical intervention to remove. V.a.c. Therapy labeling available in print and on-line states "v.a.c. Foam dressing are not absorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Form left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events."

Event description:
It was reported that on (B)(6) 2009, the patient underwent abdominal surgery for endometrial cancer. On (B)(6) 2009, the patient was admitted with a diagnosis of incision draining open wound of abdominal wall anterior. Infovac therapy was prescribed and applied in the hospital. On (B)(6) 2009, the patient was transferred to a long term care facility and the vac freedom therapy unit was placed on the patient at the long term care facility. On (B)(6) 2009, vac freedom therapy was discontinued. On (B)(6) 2010, the patient's wound was not healing and was admitted to the operating room and placed under general anesthesia to explore the wound. The surgeon's nurse reports that during this procedure a single piece of material, documented by the surgeon to possibly be vac granufoam dressing, was removed from the patient's abdomen, size and shape of the material was not specified. According to the hospital, they do have a protocol for counting foam placed in the wound although it is unknown whether that protocol was utilized in this situation. It was unknown if the long term case facility had a protocol for counting foam placed in the wound. On an unknown date, the patient's abdominal wound healed.